Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation, likely due to a confirmed weakened header bond. X-ray examination was performed; the df- header wire was found to be fractured. All other wires were intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Subsequently, the device was explanted and returned for laboratory analysis.

Manufacturer narrative:
During a subsequent clinical follow-up approximately two years later, high out of ranges pacing, as well as high shock impedance measurements, were again exhibited. It was suspected an insufficient device header bond may have contributed to the observed clinical observations. To date, the device remains implanted and in service.

Event description:
Boston scientific crm received information that during a follow up visit, this cardiac resynchronization therapy defibrillator exhibited high right ventricular (rv) impedances greater than 2000 ohms (rv lead model and serial unknown) and ten non-sustained ventricular tachycardia episode. In addition, noise was noted on the pace/sense portion of the ventricular channel. All other measurements were within normal parameters. In addition, this device was included in the subpectoral implant 2009 product advisory. A boston scientific crm technical service consultant was contacted and recommended a complete save to disk which may allow for additional understanding and provide some context around the timeline of observations. Technical service reviewed rhythm strips and agreed that the amplitude and frequency of the noise resembles that of myopotentials. The noise in the two episodes is of duration <2secs and inhibits pacing for one or two beats. Noise was only noted on the rv channel, the atrial and shock channels were artifact free. The evidence provided does not suggest a weakened header bond. A weakened header bond would show other signs of diagnostic issues; for example, noise/artifact on the shock channel, variable impedances on multiple channels, and/or noise which can be recreated with pocket manipulation on the rv channel.

Manufacturer narrative:
The device and leads remain implanted. Should additional information become available, an amended report will be submitted.